Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose was 400 mg/dl with large ketone levels, nausea, and drowsiness. It was reported the pump¿s time and date settings were reset to default when the battery was removed for less than 24-hours. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/08/2015 with the following findings: the complaint was unable to be confirmed with investigation. Review of the pump¿s black box found no related alarms or issues. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.